Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced an allergic reaction to morphine. Morphine caused the patient to have ¿attacks¿ on his respiratory system, his stomach and colon would shutdown, was nauseated, and would get rashes. The patient stated he takes compazine and benadryl to relieve the allergic reaction. He had been hospitalized due to this event. The device system was used to deliver morphine. The patient outcome was unknown at the time of this report.